Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and the test passed. The transmitter log was downloaded during the pairing test. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on 08/25/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.